Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was not received at fisher & paykel healthcare (B)(4) for evaluation. Our investigation is based on the customer's description of events and previous investigations on similar complaints. Conclusion: previous investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change has recently been completed with the new pre-mixed material having recently been implemented on the production line. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt266 state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A medical center in (B)(6) reported via a fisher & paykel healthcare field representative that the swivel wye of an rt266 infant dual heated evaqua2 breathing circuit was cracked. There was no reported patient involvement.